Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device displayed "speaker malfunction" error message and had no sound. The device was not in use on a patient.

Event description:
The customer reported that the device displayed "speaker malfunction" error message and had no sound. The device was not in use on a patient at the time of event.

Manufacturer narrative:
The repair technician evaluated the device and noted that the device produce audible sound that there were no speaker issues identified during evaluation. The reported issue was not replicated. The alleged device was removed from service. The device is to be repaired by replacing the parts that were found damaged and outdated. The final disposition of the device is to be determined upon completion of the update process and after performance assurance testing.